Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a large subarachnoid hemorrhage on 2015. It was reported that the patient was rapidly progressing to brain death. The family decided to withdraw care, the pump was turned off, and the patient subsequently expired on (B)(6) 2015. The patient had a previously unreported anoxic brain injury at the time of pump implant on (B)(6) 2014. The patient remained trached and ''essentially unresponsive''. During the patient¿s six months of support, no other adverse events were reported. No autopsy was performed and the pump was reportedly functioning as expected.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined; however, the heartmate ii instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.